Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Displacement test was not performed due to missing segments. The device had cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone, she was playing pool. Her friend hit a ball to hard and it hit the insulin pump on the screen. Customer stated the device is working but she had a backup device. Customer's blood glucose was 190 to 240 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.